Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the luer was broken on the balloon catheter. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 95947, was returned and analyzed. Visual inspection of the balloon catheter showed the device push button luer was broken. Smart chip verification indicated the catheter was not used. The catheter passed the performance test; electrical integrity and impedance were also within specification. In conclusion, the reported broken luer was confirmed through visual inspection of the catheter. The balloon catheter failed the returned product inspection due to the broken luer. If information is provided in the future, a supplemental report will be issued.